Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin irritation under the left front therapy electrode pad. The irritation was described as bloody and blistery. The patient mentioned that she is allergic to metal, which could attribute to the irritation. There is no alleged device malfunction. There is no indication that the patient received medical intervention. Follow-up indicated that the skin irritation was improving.